Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) artery with 100% stenosis and moderate calcification. The 2.0x15mm traveler rx balloon dilatation catheter (bdc) had no resistance during advancement and was inflated once below 5 atmospheres (atms) for 3 seconds when it ruptured. The device was soaked prior to use and the device was prepared (air aspiration) outside the anatomy prior to use. Another device was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.